Event description:
The hearing aid(h/a) user complained of pain after wearing the aid. Her doctor diagnosed an infection, prescribed antibiotics, and recommened she not wear the aid until her ears healed. Aids were sent in for remake to fit better.